Event description:
It was reported that post transseptal puncture, the physician attempted to inject dye through the needle but the rotating valve mechanism fell off. It appeared the small metal piece that held the valve in place was not present. After discovering the problem with the needle, it was immediately removed. The transseptal procedure was completed without any reported pt complications. The physician stated that he could not inject dye to confirm the transseptal puncture was completed accurately.

Manufacturer narrative:
One brk needle was rec'd for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Visual inspection revealed the wave spring was missing and the valve was loose. No damage was noted to the stopcock valve or the needle handle. The needle tip and needle tip curve were slightly bent. The loss of the wave spring indicated the wave spring may not have had sufficient tension to maintain its position on the stopcock valve. The wave spring component is potential cause of valve leaks. A quality improvement project has been initiated to address the missing wave springs. There were no reported pt consequences. (B)(4).